Manufacturer narrative:
Efforts to obtain additional information from cvs specialty pharmacy were unsuccessful. Product was returned to millyard advanced medical products, llc on 26-mar-2026. The investigation is ongoing, and a follow-up report will be submitted upon completion of the investigation. The patient reported that they experienced severe nausea and diarrhea; however, these symptoms are not included in this report as they were attributed to the patient's titrations from remodulin to orenitram.

Event description:
An initial event notification was received by united therapeutics drug safety on 09-mar-2026 from cvs specialty pharmacy, and forwarded to millyard advanced medical products, llc on 10-mar-2026. It was reported that during a routine cassette change, the patient and their caregiver attempted to switch to the patient's backup remunitypro system but experienced pairing issues. The patient then attempted to use their other remunitypro remote and pump but experienced the same issues. Troubleshooting efforts were unsuccessful. The patient's caregiver confirmed that the patient had a third pump (serial number: (B)(6) that was working, noting that the third remote was cracked, but was still operational. Replacement systems were issued to the patient by the specialty pharmacy.